Manufacturer narrative:
The reported high lead impedance was confirmed and was due to the helix being in retracted position and the outer coil was squeezed.

Event description:
It was reported that the lead exhibited high impedance and elevated threshold. The lead was explanted and replaced.